Manufacturer narrative:
Additional info: h6 the complaint is confirmed. One unpackaged ar-2262 serial/batch number (B)(6) was received for investigation. Visual evaluation found that the inner rod button inserter tip was broken off. It was noted that the piece of the rod is inside the button. The most likely cause(s) of this type of event include applying excessive forces through leveraging/prying the device.

Event description:
It was reported that during a tension slide bizepstenodese surgery when the surgeon wanted to position the button the tip of the inserter broke off at the front and got stuck in the button. All broken parts were retrieved from the patient. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.